Manufacturer narrative:
Inspected 1 opened/used guardian sensor and performed continuity resistance test and sensor failed per specifications. Also, found sensor cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported to have experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 40 and blood glucose was 99 mg/dl. They reported that when sensor was removed, their cannula was bent. The customer was advised that the sensor would be replaced. The sensor will be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
The correct information has been provided with this report.